Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) contacted the facility¿s biomedical engineer via telephone. The stm troubleshot with the biomedical engineer to determine that there was no blood present in the iabp unit. The biomedical engineer released the unit for clinical use.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) had a possible blood back related incident. The blood went through the balloon, and the unit generated a gas loss in iab circuit alarm. The customer noticed blood in the helium tubing. The patient was taken back to the cath lab and the balloon was removed and the pump was put into service. No adverse event was reported.